Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor was inserting the hemodialysis catheter and the guide wire was faulty. Another hemodialysis catheter was used successfully.

Event description:
It was reported that the doctor was inserting the hemodialysis catheter and the guide wire was faulty. Another hemodialysis catheter was used successfully.

Manufacturer narrative:
(B)(4). The customer returned a lidstock, spring-wire guide (swg) and other various components for investigation. Only the swg was investigated. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/curved in couple locations along the body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Visual inspection of the catheter could not be completed because the catheter was not returned. The kink in the guide wire was located at 32mm from the proximal tip. The guide wire starts to curl/bend at 685mm from the proximal tip. The guide wire starts to unravel at 428mm from the proximal tip. The overall length of the guide wire measured 687 mm which is not within the specification of 596-604 mm per guide wire product drawing, indicating that the guide wire returned was not from the kit reported. The customer reported opening a second hemodialysis kit to successfully complete the procedure which is a potential cause of this discrepancy. The outer diameter of the guide wire measured 0.853 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The undamaged proximal end of the returned guide wire was advanced through an inventory ars and a lab 18ga introducer needle to functionally test the component. The proximal end of the guide wire passed through with minimum resistance. Functional inspection of the catheter could not be completed because the catheter was not returned. A manual tug test confirmed the proximal weld was intact. A device history record review was performed and no relevant findings were identified. The report that the guide wire was unraveled was confirmed through evaluation of the returned sample. The returned guide wire was unraveled from the distal weld; however, the length of the returned guide wire was longer than that of the guide wire supplied in the kit reported by the customer. Additionally, the catheter was not returned for evaluation and functional inspection of the guide wire did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this diameter are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. The probable cause of the customer reported issue could not be determined because of the discrepancy between the length of the reported guide wire and the returned guide wire as well as the fact that the catheter was not returned for evaluation. Teleflex will continue to monitor and trend reports of this nature.